Event description:
Upon insertion the 20 gauge saf-t-intima, the tubing of the saf-t-intima separated from behind the wings. The pt required another IV line, but did not have any other complications.

Manufacturer narrative:
Additional info has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 5/12/08.